Event description:
Caller reported a minimum fill notification, and there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Caller initially attempted to load a new cartridge following instructions, but the issue was not resolved until cts guided them through filling and loading a second cartridge onto the pump, which successfully resumed insulin delivery. Caller was assisted in placing the pump back in its case.